Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. The device was connected to the generator and there was communication between the handpiece and the generator. However, no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported, before an unknown procedure, the hand piece was not recognized by the generator. A spare hand piece has been used to complete the procedure. No patient consequences.